Event description:
The user facility reported water was coming from underneath their system 1e unit into the bottom of the cabinet where the unit is mounted and onto the floor. The amount of water was approximated to be two gallons. There was no report of injury or procedural delay/cancellation.

Manufacturer narrative:
A steris service technician arrived at the facility and confirmed the source of the leak at the 90 degree fittings installed to the uv ports. The technician inspected the hose fittings and found the black hose washers on the female hose fittings were nearly non-existent which resulted in the leak. The damaged hose washers are attributed to over-tightening of the hose connections during prior service activity. The technician that performed the last service activity was cautioned regarding improper over-tightening of the hoses. New hose washers were installed at each fitting, a diagnostic cycle was completed and the unit was found to be operational and returned to service.